Manufacturer narrative:
Motor error alarmed during prime, alarm tests and the insulin pump failed the displacement tests due to out of phase encoder signal. No unexpected battery out limit alarms noted.

Event description:
The customer complained of a battery out limit alarm. Customer mentioned that the insulin pump was exposed to an MRI. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.